Event description:
It was reported that during a supply change and priming of the infusion set, the applicator became disconnected from the infusion set, and the ilet user was instructed to discard it and use a new infusion set; the exchange was completed without further issues. There were adverse clinical effects reported. Outcomes included no alerts, no alarms, and resolution after troubleshooting and education. Investigation included customer service review and troubleshooting guidance. Investigation of this case revealed an infusion set deployment and connection issue consistent with incorrect attachment of the infusion set connector during priming. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.